Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced decreased blood glucose of 48 mg/dl which was addressed with the customer consuming juice. The suspected cause for the blood glucose was unknown. A recommendation was made to consult with a healthcare provider regarding diabetes management.